Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia after starting pump therapy, with rapid insulin reservoir depletion noted from approximately 180 units to about 70 units by the next day, followed by rising glucose despite visible insulin during a fill tubing process and subsequent plan to revert to a prior pump due to lack of replacement infusion sets. Symptoms included elevated blood glucose up to 353 mg/dl without reported ketones or acute complications. Outcomes included self-monitoring and supply replacement planning without medical intervention or hospitalization. Investigation included customer care troubleshooting, disconnection from the infusion site, a fill tubing check confirming insulin delivery through the tubing, and education on system adaptation. Investigation of this case revealed no device alarms and no confirmed hardware malfunction, with the cause of hyperglycemia remaining unclear given the inability to assess the infusion site or set function further and the absence of ketone testing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.